Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5867 x2 adaptors, implanted: (B)(6) 2014, 6984 adaptor, implanted: (B)(6) 2014; 6726 x2 adaptors implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high impedances on the rv coil as well as noise. The lead was inactivated and was replaced. No patient complications have been reported as a result of this event.